Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278276, expiration date 04/30/2015). (B)(6).

Event description:
Customer reportedly received results of 420 mg/dl and 121 mg/dl on mobile system 1, and a result of 124 mg/dl on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.